Event description:
On preliminary fluoroscopy it was determined the catheter was in (2) pieces. One piece was in the heart. Dr. Determined could retrieve catheter through cardiac catheter process. Pt informed appropriately. Consent given. Procedure went well.